Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Event log was reviewed and confirms the abrupt loss of power.

Event description:
On (B)(6) 2022 (B)(6). Of zyno solutions received an email from (B)(6). Of 41260 / (B)(6) cancer center. (B)(6). Stated that pump 304001 was reported by the user to have been continuously beeping and alarming upon infusion. Operator unknown. Medication. No patient involved. Device was returned and a replacement will be sent as necessary by the team. On (B)(6) 2022 infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Device was returned.